Manufacturer narrative:
Section a2, a4, a5 patient information: not provided. The customer indicated that patient information cannot be provided due to personal data privacy legislation/policy. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 2140 used to capture the report of dysphotopsia and glare. An attempt was made to obtain the missing information. However, the customer referred to personal data privacy legislation/policy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted due to the patient experiencing dysphotopsia and night glare. There were no complications such as vitrectomy, sutures, incision enlargement or delay in the procedure. No medication outside the standard of care was required. The symptoms did not impact the patient¿s daily activities. The patient has fully recovered. The customer indicated that patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided.